Event description:
It was reported that there was an unknown alarm on the homechoice (hc) device during the dwell. The patient did not remember the system error number of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A internal/external inspection was performed with no issues noted. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The device met all performance specifications during the evaluation, though review of the event log performed did identify the following alarms: check patient line, low uf, low drain volume, and slow flow patient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted. A simulated therapy was performed with no alarms noted. Should additional relevant information become available, a supplemental report will be submitted.